Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: unit became hot upon activation. The probable root cause could be the device was used with poor or no suction during activation, it's believed inadequate suction may potentially increase friction between the bur and housing, causing heat to generate on the bur shaft. Gtin: (B)(4).

Event description:
It was reported that the device overheated.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device overheated.